Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there patient consequences? If yes, please specify. The surgery delayed for about three to five minutes. How long was the delay? Please specify in minutes. About three to five minutes. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown.

Event description:
It was reported that a patient underwent a carotid artery dissection surgery procedure on (B)(6) 2024 and suture was used. During the procedure, in the afternoon, during the surgery, the suture suddenly broke when it was used for suturing. Changed another one to continue the surgery, the same problem happened again. Changed another one to complete the surgery. Prolonging the artery blocking time, prolonging the operation time, and increasing the risk of the operation. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: this event did not cause any other harm to the patient except for prolongation of surgery time (specific prolongation time was unknown). The patient has been discharged smoothly currently. No subsequent adverse event report was received.